Manufacturer narrative:
Additional manufacturer narrative: (B)(4). UDI: (B)(4). Review of the manufacturing records verified that the lot met release requirements. The device remains in the patient and was not returned to gore. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to the gore: the doctor was treating aortic occlusive disease with a gore® viabahn® vbx balloon expandable endoprosthesis. The doctor reported that the aorta ruptured after post-dilation using another manufacturer's balloon. The doctor reported the patient did not survive.